Manufacturer narrative:
Corrosion was observed on the pcb assembly. No other cracks or damages were observed on the outer housing and no additional corrosion other than that on the pcb assembly was observed. Data could not be obtained from the pod. During the initial attempt, the pod was unable to connect to the pdm. The pod was then connected to an external power supply. Lastly the pcb assembly was removed from the pod and connected to an external power supply. All attempts to obtain data were unsuccessful. Due to the presence of the corrosion, a leak test was performed. A leak was observed on the unexposed portion of the soft cannula. This leak diverted insulin from the intended fluid path and caused insulin to accumulate inside the device. The damaged cannula is confirmed to have caused improper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 4 and 24 hours on the abdomen.